Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that, the patient experienced infusion set's cannula being kinked event on 02-jun-2024. The cannula was noticed to be kinked within 3 or more hours of insertion after being in use for 3-4 hours. The blood glucose level of the patient was 300.the event was resolved by replacing infusion set and resuming insulin unomedical do not see kinked as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can kinked slightly. No further information available.